Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and the analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was returned to zoll medical united states; the customer's report was duplicated and attributed to tin whiskers on the top shield located on the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.